Manufacturer narrative:
Approximate age of device ¿ 2 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad experienced intermittent power elevations and speed drops. The patient¿s lactate dehydrogenase (ldh) was greater than 1000 u/l. There was concern for pump thrombosis on echocardiogram and with labs. On (B)(6) 2018 the patient underwent a pump exchange. Thrombus was confirmed in the pump. No additional information was provided.

Manufacturer narrative:
The reported event of thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). (B)(4) was returned assembled with the driveline severed approximately 2 inches from the pump housing and a distal end of the driveline was returned in one segment measuring approximately 31 inches in length. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Evaluation of the sealed outflow elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of (B)(4), examination of the distal-side of the inlet stator revealed a thrombus formation adhered around the inlet bearing cup. A smaller thrombus formation was found adhered around the inlet bearing ball and rotor inlet. The two thrombus rings were similar in color near the interface area where the inlet bearing ball and cup meet, which suggested that they were likely a single formation prior to the disassembly process. Both thrombus rings appeared to form in laminated layers and revealed areas of denaturation, which indicated that the thrombus developed in this location over an undetermined amount of time while (B)(4) was in operation. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, they could have caused increased resistance on the rotor, resulting in the pump power elevations captured in the submitted log file. In addition, they could have potentially contributed to the report of elevated lactate dehydrogenase (ldh). The pump was cleaned and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report has been submitted as additional information to supplemental report follow-up number 1, to provide an incidental finding observed during the evaluation of the returned device: the driveline was severed approximately 2 inches from the pump housing and a distal end of the driveline was returned in one segment measuring approximately 31 inches in length. The outer silicone jacket and bionate layers appeared unremarkable. Minor breakdown of the braided metal shield was observed in two locations on the 31-inch section of the driveline at approximately 3 inches and 26 inches from the metal connector. The remainder of the shield appeared unremarkable. Both portions of the driveline were tested for electrical continuity; all wires were found to be electrically intact and no wire-to-wire or wire-to-shield shorts were induced during testing. No further information is available. The manufacturer has closed the file on this event.